Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. The event was reported to have occurred upon power up in biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module master software version is 5.09.90.

Manufacturer narrative:
(B)(4). Upon further investigation, the root cause was assigned to use/user error.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated by a baxter service technician at baxter facility. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump malfunction of damaged battery was confirmed during event history log review. The assignable cause is still under investigation. However, the main batteries and battery harness were replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.